Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission showed intermittent right ventricular (rv) lead undersensing during atrial arrhythmia episodes. There were ventricular paced events as a result of the undersensing. The lead remains in use. No patient complications have been reported as a result of this event.